Manufacturer narrative:
H3, h6 h10: the device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual inspection of the device found minimal erosion of the electrodes with some contamination around the tip. Functional evaluation of the device revealed that the device performed as intended. No saline leakage was present. The complaint was not verified as the device's saline exited in the appropriate locations. The root cause could not be determined. Factors, which may have contributed to the reported complaint include: 1) the saline line may have not been fully connected to the saline bag. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during tonsillectomy and adenoidectomy, the wand was found fluid leakage at the hose line connection, and the black shaft. A backup device was available to complete the procedure with a delay greater than 30 minutes. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.